Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with unknown blood glucose with unknown blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing went into diabetic ketoacidosis as result of high blood glucose. The customer was treated by bolus with pump and manual injection and they were not using auto mode feature on insulin pump and declined to perform a carelink upload. It was also stated that they passed out due high blood glucose level of 600 mg/dl to 700 mg/dl. The insulin pump will not be returned for analysis.